Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a proximal left anterior descending (lad) lesion. A total of 70 ivl pulses were successfully delivered at 4 atmospheres (atm). The balloon was prepared with a 50/50 contrast/saline mixture and performed triple negative vacuum using a 3-way stopcock and a 20 cc syringe. It was reported that during ivl treatment, after the 7th cycle the balloon took unusually longer to deflate. Therefore, the physician elected to suspend cycle delivery. The ivl balloon would not fully deflate after the first one to two cycles so the indeflator was changed and a syringe was used to aspirate the balloon with the stopcock to facilitate deflation. During attempts to deflate the balloon, the patient developed transient st-segment elevations. The balloon was fully deflated and the ivl catheter was removed over the wire and out of the sheath without further difficulty. The st elevations were resolved immediately following successful deflation of the balloon and the patient returned to baseline. The lesion was subsequently stented and post dilated. The procedure was completed successfully, and no patient harm was reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of difficulties to completely deflate the balloon was not confirmed. The returned device was found separated into two pieces with a break located at the distal end of the strain relief. During the investigation, the balloon was found to deflate and inflate per testing procedure. The cause of the failure to deflate and subsequent difficulty to remove could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.